Event description:
Clinic notes were received for patient's generator replacement referral due to patient experiencing increased seizures. However, per notes, the output current is low and the generator is only able to provide limited output current. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient's generator battery does not need to be replaced. It is not at eos at this time.

Event description:
Low output status message was again observed and adjustments were attempted to the settings so the device is able to provide the stimulation.